Manufacturer narrative:
Reliability analysis inspected 1 random opened/used sensor and did continuity resistance test and sensor failed test.

Event description:
The customer reported via phone call that the transmitter did not blink when connected to the sensor. The sensors appeared shorted when she removed them. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.